Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual and microscopic analysis identified that the fiber was returned with no defects or devitrifications. The device was functionally tested with the hene (helium-neon) laser fixture. The testing conducted found no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported fiber break was not confirmed as analysis did not identify any defect on the the device.

Event description:
It was reported that during a procedure with this fiber, the light went to all directions, indicating a possible break. The device was replaced and the procedure completed without reported complications.

Event description:
It was reported that during a procedure with this fiber, the light went to all directions, indicating a possible break. The device was replaced and the procedure completed without reported complications.